Manufacturer narrative:
The customer indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rf assure console 200x gave a false positive detection. The hospital reported that the false positive detection came from a particular room. The problem occurred during testing. There was no patient involvement. The customer reported that the device will not be returning at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.